Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited sensing issues and loss of capture. During a revision procedure to replace the patient's left ventricular (lv) lead, this atrial lead was found to be adhered to the lv lead and had sustained damage. The lead was surgically abandoned. No additional adverse patient effects were reported.